Manufacturer narrative:
The product was returned with the membrane loosely folded and blood found on the exterior of the catheter. The sheath was not returned for evaluation. Dried blood was found occluding the inner lumen. The occlusion was unable to be cleared. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the iab completely unfolded and we are unable to mimic the clinical setting. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4); record # (B)(4).

Event description:
It was reported that upon insertion of the intra-aortic balloon (iab) to the femoral artery the iab unfurled which prevented insertion. There was no reported injury to the patient.

Manufacturer narrative:
Supplemental report 1 date from: 11/28/2017 to: 11/6/2017. Complaint # (B)(4); record # (B)(4).

Event description:
It was reported that upon insertion of the intra-aortic balloon (iab) to the femoral artery the iab unfurled which prevented insertion. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer, so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that upon insertion of the intra-aortic balloon (iab) to the femoral artery the iab unfurled which prevented insertion. There was no reported injury to the patient.